Event description:
On (B)(6) 2013 patient reported her infusion device is giving an e8 (power interrupt) message. Patient stated the message has been going on for 2 days and has caused her blood glucose level to elevated. Patient reported she is receiving readings as high as 31 mmol/l (558 mg/dl). Patient's normal blood glucose range is 7-10 mmol/l (126-180 mg/dl). Patient stated she is treating with the insulin pen; no outside treatment. Patient did not place infusion device in stop mode before removing the battery. Patient reported the check button is worn a little and she can see red under the button. Patient stated she can also see the base plate and the failure is constant. Patient reported she could not clear the error message. Patient stated none of the buttons are working at this point. Assisted patient with setting up backup infusion device. Patient reported the buttons stopped working on (B)(6) 2013. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to careless handling of the product. Result e8 was found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The check button is permanent active due to contamination inside the button housing. As result of the defective button the pump correctly triggered an unclear able e8 error message. History list: nothing unusual was found in the history list. The problem mentioned by the customer is related to careless handling of the product.